Manufacturer narrative:
The reported events were lead dislodgement and inappropriate shocks. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient received an inappropriate shock. The patient was admitted for a replacement procedure. During the procedure it was noted the right ventricular (rv) lead was dislodged which led to the inappropriate shock. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.